Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of 45 mg/dl at the time of the incident. The customer's sensor was reading 85 mg/dl at the time of the incident, which led the customer to get into a car crash. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was not able to be reached. The insulin pump will not be returned for analysis.